Manufacturer narrative:
The insulin pump was received with all buttons function properly and no damage to keypad traces noted. The insulin pump has cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive up arrow. The blood glucose reading was unknown. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported